Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the old conceal reservoir had a pinhole in most dependent location. A new 100 ml conceal reservoir was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.